Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the device pulled out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully because the tightrope was fixed fomarally with a screw. It was not necessary to do a second surgery.